Event description:
It was reported that this brady lead was explanted due to an unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.